Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutwire broke where it attaches to the actuation handle. No part fell into the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the working length was twisted and bent. The exposed cut wire was intact; however, it was bent and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, allowed the cutwire anchor to slide proximally from the distal pierce hole, altering the exposed cutwire length, which no longer meets specification. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. The condition of the returned incident device was consistent with the complaint since the device visually reflected the reported issue. The evaluation found that distal extrusion had melted which allowed the cutwire to become shorter. During manufacturing, tome devices are 100% inspected so the melted extrusion is likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the cutwire broke where it attaches to the actuation handle. No part fell into the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.